Manufacturer narrative:
Patient information unavailable, although requested. Device evaluation: the device was returned and evaluated on 15 october 2020 by a cross functional team. The distal tip and marker band were in good working condition. The device was returned with no portions of the device missing. A 0.014 guide wire was fed through the distal end, and resistance was felt underneath the bifurcate cover. While loading that same guide wire through the proximal bifurcate the guide wire felt resistance 10.5cm from the distal tip. This resistance was from biologics located within the inner lumen. At 10cm from distal tip a breach in the outer jacket was identified. In this area, fibers were exposed but no broken fibers were seen. Using a 60cc syringe attached to the bifurcate, water was used to flush the inner lumen. Water was seen exiting out the breach located 10cm from the distal tip. This confirmed a breach in the inner lumen and outer jacket. This is a confirmed use related failure. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.

Event description:
A peripheral atherectomy procedure commenced, using a spectranetics turbo elite laser atherectomy catheter. Patient information and case detail were requested, but minimal information was provided (the philips representative was not present at the procedure, and the information was obtained via the facility/physician to the rep). It was reported that the device tip broke off, but not inside the patient; instead it reportedly broke off upon removal of the device. There was no reported embolism. The case was reportedly completed with other products, with no reported harm to the patient. Additional information obtained during the manufacturer's device evaluation occurring 15 oct 2020 confirmed there was no device tip break and no portion of the device had detached; instead, a breach in the device's outer jacket was discovered. Additional device evaluation information is present. This report is being submitted due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.